Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, upon preparation for use for a demo for a procedure for treatment of kidney stones, a human hair was observed to be inside the sterile packaging of the device, compromising the sterility of the device. The device package was not opened and the device was not used for demo. There is no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. This complaint was escalated to the bnp facility operations and quality departments and no corrective actions have been implemented as a direct result of the complaint. The root cause for this complaint has been determined to relate to the packaging process of the soltive laser fibers at the bnp facility. Olympus will continue to monitor the field performance of this device.